Event description:
Patient claim received. Patient claims he suffers from metalosis, pain, clicking, popping, squeaking and elevated metal ions blood levels.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, debris, increased metal ions (confirmed with labs), and grinding/racheting. Some leg length discrepancy was noted, but the patient said it felt correct. Lab results from (B)(6) 2014 confirmed the high metal ions. There was no mention of any dislocations. Part/lot is being updated. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
Update rec'd 1/6/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from dislocations. A doi and dor have been provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Patient claim received. Patient claims he suffers from metallosis, pain, clicking, popping, squeaking and elevated metal ions blood levels. (B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.